Manufacturer narrative:
MFR's report date 07/06/1998. File # 03-98-183. The pump was evaluated visually and functionally. Rate accuracy was performed and found to meet MFR's specifications. The instrument event history log was downloaded and revealed that an infusion of 100 ml/hr was programmed commencing at 1734 hours. At 0841 hours the pump signaled keep vein open, and was restarded on channel "c" for an additional 300 ml. Further analysis of the volume to be infused programmed and the time interval prior to keep vein open showed no discrepancies. The MFR was unable to verify the reported overinfusion. It is suspected that the rate was misprogrammed by the user.

Event description:
It was alleged that an overinfusion occurred. It was noted that a 2300 ml bag was hung at 100 ml/hr and had emptied within 16 hours. There was no pt consequence.